Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that while setting up the system, it was discovered that the motor device displayed e2 and e6 error codes. It was reported that the device was used along with the drill device for cranial and spinal procedures. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the locking components, bearings, cable/cord/wiring, motor and control unit were damaged. It was further determined that the device had liquid damage. It was further determined that the device failed pretest for noise assessment, no short circuit between sensor gnd and connector body (42) and loctile and cable assessments. The assignable root cause was determined to be due to improper reprocessing and handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.